Event description:
Additional information noted that this device was disposed and will not be returned.

Event description:
The device was explanted and will be returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that at the last follow up of this pacemaker two years remaining longevity was noted. The patient presented to the clinic six months later feeling unwell and out of breath. Upon interrogation of the deice end of life (eol) was seen. Premature battery depletion as alleged and an explant was planned. No adverse patient effects were reported.